Event description:
Hsg testing showed a defective coil in the left fallopian tube that was broken and not sealing off the left tube. Had dizzy spells while driving and sometimes standing. Nausea feeling for months that came and went all day long. Severe memory loss and black outs. (B)(4).